Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. A cartridge change was performed resolving the issue. Customer¿s blood glucose (bg) level ranged from 200 mg/dl to "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.